Manufacturer narrative:
This report is submitted on 25 february 2020.

Event description:
Per the clinic, the patient experienced infection and a loss of osseointegration (date not reported). It is unknown if the patient will be re-implanted with a new device.